Event description:
It was reported that foreign matter occurred before use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "after unpacking sterile syringes staff has noticed the presence of plastic residues in the conus of the syringe (3 pcs of the same lot)." 3 occurrences were reported.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1905342 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "after unpacking sterile syringes staff has noticed the presence of plastic residues in the conus of the syringe (3 pcs of the same lot)." 3 occurrences were reported.